Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and also experienced pocket discomfort. It was noted that patient experienced inadequate stimulation and burning sensation. The patient experienced pain at the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.